Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One 5.0 x 7 cm microintroducer sheath was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the sheath was observed to be damaged. A microscopic observation revealed one edge of the distal tip of the sheath was buckled and folded inward, and plastic deformation was observed at the corners of this fold. While the exact cause of the damage observed on the microintroducer sheath tip is unknown, possible causes include damage during handling or use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported a faulty introducer. No other information provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refq2120 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a faulty introducer. No other information provided.